Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. The device history record shows that the product was assembled & inspected according to our specifications. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the device is leaking during use. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). The actual customer sample, along with one representative sample (unopened), was returned for evaluation. A visual exam was performed and it was observed on the actual sample that the tubing was taped. No issues were observed with the representative sample. Functional testing was performed on both samples and no issues were detected. Both samples passed the leak test. Based on the investigation performed, the reported complaint of "device leaking during use" could not be confirmed. No leakage was detected either sample. Records were reviewed and it was found that the product was assembled and inspected according to specifications; however, all personnel from the production line will be notified of this complaint.

Event description:
The customer alleges that the device is leaking during use. No patient injury/harm reported.